Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident o deg insert 36mm; cat#623-00-36d; lot#m16tv3. Delta v-40 ceramic head 36/0; cat#6570-0-136; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Acetabulum revision. Update (B)(6) 2018: rep reported that the surgeon commented that the patient complained about pain in her groin.

Manufacturer narrative:
Explant photos provided. Reported event: an event regarding revision due to pain involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs provided are of the recently explanted shell with tissue/blood around the "superior" surface of the shell. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Acetabulum revision. Update 04/october/2018: rep reported that the surgeon commented that the patient complained about pain in her groin.